Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The patient was not pacer dependent. Upon interrogation, the right ventricular lead exhibited noise. The noise was reproducible with shoulder movements. It was noted that the patient does a lot of weight lifting and shoulder exercises. The lead was reprogrammed. All other electrical measurements were in range. The patient would continue to be monitored.